Event description:
It was reported that this implantable cardioverter defibrillator (ICD) presented impedance out of range, oversensing and noise signals. The device delivered inappropriate anti-tachycardia pacing (atp). The device remains in service. No additional adverse patient effects were reported.